Manufacturer narrative:
The customer's reported complaint of the platform exhibiting ua7 error message was confirmed during archive review; however was not replicated during functional testing indicating that the error code was cleared. Per the autopulse user advisory guide, user advisory error messages are designed into the platform when one of several conditions is detected. Ua7 error message occurs when the patient not oriented on the autopulse platform correctly or the patient has shifted. Functional testing was performed and the autopulse platform passed functional tests without exhibiting any fault or error ua7. However, further investigation indicated that one of the load cells (load cell 1) was over reporting . After replacing the load cell 1, load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Following service and unrelated to the complaint, the drive shaft was not rotated smoothly. To resolve the drive shaft stiffness, the clutch plate was deburred. In addition, the platform physical damages found during visual inspection were also replaced. The platform was run for several hours, and no user advisory or fault occurred. A review of the archive was performed and found multiple faults user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) occurred on the reported event date of (B)(6) 2016; thus confirming the reported complaint. A visual inspection of the returned autopulse platform was performed and found both top cover wire strands were cut/damaged, the plate cover was torn and the battery clip was bent. Additionally, the encoder drive shaft was not rotated smoothly. The autopulse platform is a reusable device and was manufactured on 10/09/2007. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Note: the autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage of autopulse, the user reverts to manual CPR which is a standard of care. Patient's death is not attributed to the device. Device evaluation is in progress.

Event description:
The crew responded to a call for a patient who was in cardiac arrest. There were no signs or symptoms of trauma. No medical history of patient was available. It was unknown how long the patient was down and the event was not witnessed. No bystander CPR was performed. Upon arrival, the crew performed manual CPR immediately until the crew got the autopulse platform ready for use. Upon powering up, the platform displayed error code message and the crew could not recall the error code message. The crew then changed the battery and the life band. The crew restarted the autopulse; but the platform still did not function. The platform did not perform any compressions. The patient was being treated with manual CPR at all time. The use of autopulse platform was aborted and the crew reverted to manual CPR. Rosc (return of spontaneous circulation) was not achieved. Per the responding crew, "the actual cause of death is unknown and the autopulse was not used on the patient because it failed to start compressions. Manual CPR was performed as an alternative to the autopulse. The autopulse was not related to the cause of death."